Event description:
Reporter indicated that the site's programming system would only intermittently establish communication with pt generators. Troubleshooting was performed, but did not resolve the issue. Attempts to have the product returned for analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.